Event description:
Implants caused pain from time they were inserted. Dr would do closed capsulotomy every times she went to him because breasts would be hard and extremely sore. He kept telling her that it was her fault for not massaging breasts enough. She was massaging ten mins out of every hr because that was only way she could keep pain down. 6/88 she had painful, swollen right thumb. Treated with motrin for 3 months. Thumb injected with cortisone and eventually returned to normal. Later in june she had a herpes infection on lower lip. Since then she has had herpes sores about every 6 months. 5/89 rptr had pain in right rib cage, thought to be due to inflammed nerve. Chronic pain continues to this day. 12/89 severe pain in right rib cage and down right arm. Used tens unit for 3 weeks and pain down arm subsided. Primary care dr would not refer her to plastic surgeon and said all her pain was just arthritis. Rash from wrists to middle of chest and from groin to knees became very noticeable in 2/91 but dr ignored it. Remains and is now all the way to her ankles. 1/92 saw new dr who immediately could see how much pain she was having and that her breasts were hard as rocks and constricted. Dr referred her to plastic surgeon. 2/92 implants removed along with capsule. Nerve block done in surgery so she was pain-free for about 3 months. Pathology report showed silicone in capsular tissue. 5/92 severe diarrhea-diagnosed as gastroenteritis then as diverticulitis and eventually as salmonella. 9/92 blood in urine. 12/92 ultrasound showed benign cyst on lower pole left kidney. 1/93 ocg showed gallstones. Surgeon was not convinced gallstones were problem so did ugi and bae. Ugi showed silicone in gallbladder tissue. 6/93 sigmoidoscopy showed multiple diverticula with muscular hypertrophy and some narrowing of sigmoid colon. 10/93 left knee swollen and painful. 1/94 difficulty in swallowing, constant regurgitation on burping, and pain in rib cage. 1995 had two oral lesions (different times). 6/95 uringe cytology positive for malignant cells so MRI was done and bladder biopsy which was inconclusive, possible low grade cancer but no definite cancer cells. Rptr has not had one comfortable day since implants were placed in her body. Removal of them did not take care of the problems. (*)